Event description:
It was reported that there was event with a aggressive barrel burr, sterile. According to the information received, the shaver attachment rotates its own sheath away without strong through being exerted. This causes metal chips to be milled off and enter the patient's tissue. Second adverse event within a view months. Information about patients health was not provided. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The device was returned for investigation- a cut was observed at the distal part of outer sheath, potential cause by blade. To much force bent the inner rotator toward the outer - hooked in and the torque broke the outer sheath- mechanical overload- i.e user error. The event is filed under internal karl storz complaint ID (B)(4).